Event description:
On may 2001 the end-user called minimed. USA and stated that insulin was leaking at luer junction. The juncton connection is tight. Last bg was up to 437. On 7/25/01 maersk medical received the complaint and the used tubing. The incident took place in USA.